Manufacturer narrative:
MFR's report date: 06/18/2014. The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
The customer reported a leak in the tubing. The nurse spiked a propofol bottle and notice a deep indentation in a smartsite on the set so a new package was opened and the infusion was started using the set from the new package. Once the propofol drip was started, a leak was identified so the infusion was stopped. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.